Event description:
Rfa to lung tumor. Probe placement was verified with CT scan. Treatment begun using 3cm probe size; 80 watts power. Approx 27 mins after treatment the (impedence) roll off jumped from 54 to 250 in 1 sec. Treatment stopped. Pt lost bp and bradycardia to 30 ppm. CPR initiated. Pt stable in about 2 mins.